Event description:
The surgeon was attemptin to insert an aq2010v silicone three piece and one haptic was torn. The surgeon decided not to continue with this lens and there was no patient contact or injury.